Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt wa implanted with a left ventricular assist device (lvad). It was reported that the pt expired on (B)(6) 2013 due to gi bleed.